Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) representative and stated that when the patient sample was run on the immulite 2000 instrument their quality control samples were acceptable and within specification. Precision results were found to be acceptable by the customer. The cause of the falsely high results on the one patient sample is unknown. The device is performing within specifications. No further evaluation of the device is needed.

Event description:
A discordant, falsely high progesterone (prg) result was obtained on one patient sample on an immulite 2000 instrument, when using reagent lot 470. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower and as expected. The repeat result was reported to the physician(s). The sample was then repeated again on the same instrument and the result was higher. The customer ran precision test on the patient sample running 5 replicates 2 times and all results were lower as expected. There are no known reports of patient intervention or adverse health consequence due to the discordant, falsely high progesterone result.

Manufacturer narrative:
The initial MDR 2247117-2017-00031 was filed on march 10, 2017. Corrected information (3/17/2017): upon further review, it was noted that the address provided in MFR contact info (continued) were incorrect.